Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). The complaint is unable to be confirmed through returned product evaluation. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
It was learned through the implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of one day due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve. Avr ((B)(6) 2007), redo avr ((B)(6) 2025).

Event description:
It was learned through the implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of one day due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d9, g3, g6, h2, h3, h6 (type of investigation). Product evaluation: the customer report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact. As received, all three leaflets had cuts of approximately 7mm x 2mm on leaflet 1, 9mm x 2mm on leaflet 2, and 9mm x 2mm on leaflet 3. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. Multiple suture fasteners remained attached to the sewing ring around leaflets 1 and 3. No other visible inconsistencies were observed from the returned valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.